Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. See h.10.

Event description:
It was reported during use the unspecified vacutainer blood collection tubes produced erroneous results. The following information was provided by the initial reporter: the customer stated "there are erroneous results" with the use of the tubes. "Clinically important differences were found for in vacutainer. At the end of the 48 hours, analytics demonstrated instability in the vacutainers."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use the unspecified vacutainer blood collection tubes produced erroneous results. The following information was provided by the initial reporter: the customer stated "there are erroneous results" with the use of the tubes. "Clinically important differences were found for in vacutainer. At the end of the 48 hours, analytics demonstrated instability in the vacutainers."